Manufacturer narrative:
The device was returned to olympus for evaluation and service. The evaluation confirmed the image problem, which likely due to the fluid invasion in the device. Found black liquid from the insertion part and was exiting from the channel. The device failed the leak test from the biopsy channel. The plastic distal end cover (c-cover) was burned. There was corrosion found in the control unit and scope connector (s-connector cover). The investigation is still ongoing, and this report will be supplemented accordingly when new and relevant information becomes available later.

Event description:
The customer reported that bronchoscope had poor image quality and spontaneous failure of image display. No patient or user injury reported. This MDR is being submitted based on the black fluid that was found inside the device, which is indicative of reprocessing issue.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2021. Investigation activities have been opened, to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. A lubricant which was used for assembly of the endoscope was presumed to have leaked from the damaged location of the biopsy channel, and the lubricant was discharged from the subject device along with liquid used for reprocessing. Olympus will continue to monitor field performance for this device.